Event description:
It was reported that the customer's t:slim x2 pump battery would not charge, and attempts to resolve the issue using different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. To address the problem, the customer transitioned to multiple daily injections (mdi) as a backup insulin therapy. Tandem technical support arranged for a replacement pump with updated software, instructed the customer on the necessary steps upon receiving it, and provided guidelines for returning the malfunctioning pump.